Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to an unspecified out-of-range pace impedance measurement; it was unclear whether this was a high or low out-of-range pace impedance measurement. It was determined that there was a micro-fracture on this rv lead. Stored episodes revealed noise with oversensing. And it was noted that this lead had been implanted for over 19 years. This lead remains implanted at this time. No adverse patient effects were reported.